Event description:
It was reported that the implantable cardioverter defibrillator exhibited post-paced t-wave oversensing. The device was replaced but the reason for replacement was not specified. The patient¿s condition was stable. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).